Event description:
During an unspecified procedure, the taxus express2 paclitaxel-eluting coronary stent system could not cross the lesion. The lesion being treated was in the left circumflex (lcx) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'satisfactory and good'.

Manufacturer narrative:
Device analysis can confirm from the condition of the returned device that the device met with a severe restriction. An examination of the returned unit found that the distal end of the stent had its distal struts bent back proximally. This type of damage is consistent with the device meeting with a severe restriction during insertion. Evidence of excessive force having been applied to the device were found along the length of the hypotube that was severely kinked at various locations along its length. The MFR records for this batch have been reviewed and no issues or discrepancies were found that would have contributed to the complaint. This particular batch has no associated complaints at present. The root cause of this complaint is unk.